Manufacturer narrative:
Investigation results: it was reported that there was a pinhole leak in the silicone segment. One sample model 2426-0007, lot 24079310 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and allowed to flow. A leak was observed at the top of the silicone segment. The customer complaint was verified however, based on the description of the leak not being discovered until after the set was inserted into the pump, the root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. Additionally, the bd clinical team has been notified and may reach out with tips and tricks to help avoid this issue. A device history record review for model 2426-0007 lot number 24079310 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd as lvp 20d 3ss (B)(6) pinprick/hole with leak. The following information was provided by the initial reporter: just below the alaris channel on the soft component of the tubing there is a pinprick leak. We inquired regarding how the nurse threads the module and it was per IFU, top first then lock in place (no stretching. Was the first time this tubing was to be used, short set of chemotherapy attached at y site below alaris channel on this tubing so hd may be in the tubing still just fyi. Tubing was hooked up to a patient at the time of occurrence, area assessed for a hd leak but nurse then found pin prick hole in the primary saline tubing that the chemo was connected to. (B)(6). 1. Can you please provide an exact date of event in this format dd-mmm-yyyy? (B)(6)2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm.